Manufacturer narrative:
The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, there was alleged lead damage noted on the right ventricular (rv) lead due to the readings on the electrocardiogram (egm) resulting in some inadequate low voltage (lv) therapy being delivered to the patient. The lead damage was not confirmed visually with x-ray imaging. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.

Event description:
During follow-up, there was some episodes of noise noted on the right ventricular (rv) lead resulting in some inappropriate low voltage (lv) therapy being delivered to the patient. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.

Event description:
During follow-up, episodes of oversensing due to noise resulting in inappropriate high voltage therapy was observed on the right ventricular (rv) lead. The rv lead was capped and replaced to resolve the event and the patient was in stable condition.